Manufacturer narrative:
Insulin pump passed rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No drive count or time values or changes incorrect for moving or coasting. Too slow or too fast. The motor was tested outside of the device and passed. Insulin pump received with normal operating currents, no unexpected failed battery test alarms noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had multiple error alarm. The customer blood glucose level was 125 mg/dl at the time of incident. Customer also stated that they were not able to rewind the insulin pump. Troubleshooting was performed for insulin pump error. The product will be returned for analysis.